Event description:
It was reported that the patient was prepared to be implanted a biolox delta head, 12/14, 36 x 0 on (B)(6) 2015, on the left side. During the procedure (the head was already impacted onto the stem), the surgeon noticed black marks on the head and decided to replace it.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the surgeon impacted the ceramic head onto the stem and attempted to reduce the joint, when he noticed black marks on the head. He decided to replace the head. Devices analysis the surface of the biolox delta head shows signs of usage. Intense metal transfer is observed on the articulating surface gathering mainly in one area. Except this area, very slight line or point metal transfer contacts are visible. Anchoring surface of the head is covered with metal transfer due to friction between stem taper and head during the assembly. Review of internal documents inspection plan, characteristics surface polish is 100% visually inspected. The review of the DHR indicates that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. Metal transfer on the anchoring surface indicates that the head was inserted on the stem and therefore the intense metal transfer and scratches taking place on the articulating surface of the biolox delta head can be said to occur during the reduction. Based on the given information and the results of the investigation, it was possible to identify a root cause for the reported event, it is considered as use error. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).